Event description:
Drager v500 vent alarm device failure. Patient on ventilator without incident when drager ventilator spontaneously began to chirp a shrill constant alarm. The laptop screen on the ventilator displayed an equipment malfunction message. The rn assigned to this patient went into the patient room and removed the patient from the ventilator and began to ventilate the pt by ambu bag. Second care provider entered the room next to assist in monitoring the pt, third care provider removed the faulty ventilator and replaced it with a functioning ventilator. The pt did not experience any noticeable untoward effects from this malfunction.what was the original intended procedure?ventilator.